Manufacturer narrative:
Results: two photos were evaluated. Tubes appeared to be cracked inside of the shelf pack, causing additive to leak out from the tubes. DHR reviewed. No related manufacturing issues identified. Conclusion: there was a quality notification for procedural lapse (B)(4) but it was not related to glass formation or breakage. After investigation, there were no manufacturing related defects identified that would account for this failure mode. Without a sample, an absolute root cause for this incident cannot be determined. UDI #: (B)(4).

Event description:
It was reported that a 16x100 mm 8.5 ml bd vacutainer® glass whole blood acd tube cracked and additive leaked. No injury or medical intervention.